Manufacturer narrative:
The insulin pump had operating currents within specification and passed the self test, reset error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, stained end cap sticker and a scratched reservoir tube window.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading at the time of the incident was 650 mg/dl. The customer experienced nausea, vomiting, and diabetic ketoacidosis. The customer was treated with manual injections and an insulin drip. She was wearing the insulin pump at the time of the event and was still in the hospital at the time of the report. The drive support cap appeared normal. Insulin did exit with a manual prime and no leaks or air bubbles were observed. The customer declined further troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.